Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue during functional testing. Through follow-up communication, the service representative learned that perfusion had a kink in the tubing prior to the event, which could lead to an error message. The technician swapped the pump with the sucker/vent pump and changed the pump settings as a precaution. Preventative maintenance was completed without issue and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s3 double head pump displayed an error message during a procedure when the user attempted to deliver cardioplegia. The biomedical engineer was able to clear the alarm with a pump restart. Following the restart, the pump functioned without further issues and case completed without incident. There was no report of patient injury.